Event description:
It was reported to philips that the system could not boot up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Upon functional testing, the fse found that the system was not able to login and not allowing them to enter the application mode intermittently. To resolve the reported issue, the fse reseat some connector on host pc and cleaned up the host pc and downloaded the software application from scratch. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.